Manufacturer narrative:
The device history record could not be reviewed, as the lot number is unk. Neither the sample or x-rays were returned for eval. Based on the info submitted, the results of the investigation are inconclusive and the definitive root cause is unk. The IFU for this device states: potential complication - perforation of the vena cava wall.

Event description:
It was reported that an asymptomatic pt returned to have a routine filter removal. The pre-removal cava gram revealed that a filter arm had perforated the cava wall. The filter was successfully removed and the pt is fine.